Event description:
The patient contacted animas on (B)(6) 2012, reporting that they heard the pump beep and saw the verify screen. They stated that they tried to verify but then received a call service alarm. The patient confirmed that the pump lost power while swimming in the pool. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump was returned with visible moisture in the display lens. The pump does not power on. Investigators were unable to download the pump history and black box data. An in house leak test was performed and a display lens leak was found. There was moisture present in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.